Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: vascular surgeon. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a cerebral clot retrieval procedure with 8f groin access closed with an 8f angio-seal device. The procedure notes documented that there was diseased common femoral artery (cfa) near bifurcation, aneurysmal dilated. Vascular surgeon intervention required to achieve hemostasis. Ultrasound performed pre craniotomy noted large wide neck pseudoaneurysm, suture repair performed, however, the angio-seal was not located by the vascular surgeon. Limb perfusion was maintained. The vascular surgeon commented that this was most likely user error rather than product fault. Additional information was received on 28jun2023: there was no reported angio-seal issues. The procedure sheath used was and 8fr. Difficulties with arterial access. Angiogram was performed, this is usually done at point of sheath insertion at beginning of case. Suture repair closure achieved hemostasis. The patient was in stable condition. Ultrasound (us) was used to detect pseudo aneurysm. There was no direct allegation against the angio-seal device, it is believed to be user technique rather than device failure.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a potential closure complication. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).